Event description:
It was reported that when the box of the absolute was opened, the side of the pouch was observed to be unsealed. Since the sterility was breeched, the device was not used. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: in this case, a conclusive cause for the opened pouch could not be determined; however, the presence of the seal was visible suggesting that the seal was originally intact and the manufacturing seal was sealed and intact. A review of the lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling data-base was performed and there have been no other similar incidents reported for this lot. There is no indication of a product quality deficiency. All absolute pro stent systems and packaging are subjected to a visual inspection during packaging. In addition, a quality control audit inspection is used to verify the product quality.